Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced possible premature battery depletion. The device remains in use and was scheduled for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical product: 419488, implantable pacing lead, (B)(6) 2009. Event summary: the recommended replacement time in save to disk was on (B)(6) 2012. Device recommended replacement time is less than or equal to 2.6251 volts. (B)(4).